Event description:
(B) (6). It was reported that following a coronary artery stenting procedure, the patient required a target vessel reintervention (tvr). The lesion being treated was located in the 1st obtuse marginal (1st ob marg). The physician implanted a taxus express2 study stent of unknown size in the target lesion. In (B) (6) 2009, pci was performed in the 2nd ob marginal. A balloon and taxus stent of unknown size were used. A 9-month follow-up angiogram was performed and the patient had no anginal symptoms. No further details of the re-intervention are available.

Manufacturer narrative:
Event date: (B) (6) 2009. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)